Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two weeks, the patient had obtained fasting blood glucose readings "in the low 60's mg/dl." The patient reported experienced symptoms, but did not provide specific symptoms. On the morning of (B)(6) 2012, the patient obtained the reading of 66 mg/dl. The patient administered self-treatment by consuming glucose tablets; he did not seek any medical attention. Troubleshooting revealed the pump programming and settings were correct, and the total basal/bolus doses given correctly matched those programmed. It was also determined the pump's date was incorrect, and the time was incorrect by twelve hours, which can cause the incorrect basal doses to be given. The patient noted he had replaced the battery in the pump recently and suspected he did not reset the date/time correctly at that time. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not programming the pump for the correct date and time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. There were no issues related to the complaint observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. Unrelated to the event, testing revealed the time and date reset to factory settings when the pump was left without power for one hour. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.